Event description:
The patient reported that he was fitted with a mytap oral appliance by a respiratory therapist around mid february. He used the oral appliance for 3 - 4 weeks, although it seemed to be tight. In mid-march, he experienced difficulty in removing the oral appliance from his mouth due to tightness. He was able to remove the part that is in contact with the molars, but it seemed to be stuck onto the front teeth. In trying to get it unstuck, one of his front teeth broke. Around the first of april, he had some dental repair work done. He notified the oral appliance manufacturer about the incident on (B)(6) 2016. On (B)(6) 2016 we had a telephone conversation with the patient. He had difficulty remembering the details of his treatment history, such as exact dates and products used. He said that his tooth had been repaired, and that he was not upset about the incident. Subsequently, we were able to determine that the patient had not been issued a mytap; instead he had been wearing a tap pap nasal pillow mask (CPAP mask). We also learned that this was his fifth mask that he had tried, due to difficulty in the fitting process. He had not brought the mask back in to the medical facility since the initial fitting. After the incident, he was fitted with a mask from a different company.